Event description:
Two (2) complainants reported that they experienced symptoms of severe asthma and developed bumps in the back of their throat after using cavicide spring fresh. This is the first of two (2) reports.

Manufacturer narrative:
The complainant alleged that the cavicide spring fresh generated symptoms of severe asthma, although she does not have a severe case of asthma. The complainant used a pro-air albuterol inhaler from the first aid kit in the office in order to alleviate the symptoms. To date, the complainant has mild symptoms of asthma for which she uses a daily albuterol inhaler.